Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) male pt who used super poligrip free denture adhesive cream over a period of years as denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip free and another unspecified super poligrip denture adhesive cream three times per day (device misuse). An unk time later, the pt experienced neuropathy. This case was assessed as medically serious by gsk. Use of the super poligrip products was continued. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Super poligrip free is manufactured in (B)(4), and the products were not available. (B)(4).